Event description:
Distributor's customer reported that the device's duck bill valve inverted during resuscitation. Pt was in cardiac arrest when ambulance arrived. Pt was intubated and being bagged during transport. When pt arrived at hospital, a respiratory therapist took over the resuscitation attempt. The r/t was hyperventilating the pt "quite a bit" according to the customer, and was suddenly unable to ventilate. Another device was immediatedly secured, and the resuscitation continued. Although the pt did not survive, the customer did not feel that the problem with the product affected the outcome for this pt.